Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported during a patient's left eye cataract procedure, the image guided system was utilized. Toric lens was desired to be implanted. However, the image guided system located an axis approximately 10 - 15 degrees different than where the doctor had indicated his markings prior to surgery. The doctor opted to not use the image guided location and used his own. The doctor reported that the patient developed chemosis (irrigation solution accumulation under the conjunctiva and tissue swelling) during the operation. The doctor also stated that if he had implanted the lens based on the device's reliability, the patient's treatment of astigmatism would not have been successful.

Manufacturer narrative:
No anomalies found by review of device history record. Product met all specifications when released. The root cause is the reference image of the patient used for registration is not appropriate according to the description in the user manual of the reference unit. (B)(4)

Manufacturer narrative:
The eyelid covers a lot of the patients limbus and scleral vessel structures used for registration. Development of chemosis impacts the performance of the system as also outlined in the user manual of the digital marker which might led to the reported change of the displayed axis: bleedings and/or a bloated conjunctiva, due to anesthesia, may make it impossible to assist the surgeon in positioning the incisions or toric intraocular lens using the digital marker. Bleedings/ swelling: ensure that no heavy conjunctival hemorrhage or swelling is present. Heavy bleeding and swelling will affect the registration process. Clinical applications specialist (cas) explained to the surgeon and made a quick presentation of important practical steps of system. Everything seems to be fine now. (B)(4)

Manufacturer narrative:
(B)(4).